Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low ca2 calcium gen.2 results for an unknown number of patient samples over several days. Of the data provided, only the results for four patient samples that were tested on (B)(6) 2016 were discrepant. The samples were repeated on another c501 analyzer. (B)(6). The repeat results were believed to be correct. All of the low initial results were released outside of the laboratory but were corrected quickly. The customer stated there was no adverse event. The reagent lot number was 16465701 with an expiration date of 10/31/2017. The field service representative replaced the gear pump head and cleaned and readjusted the rinse mechanism. He ran mechanism checks and precision testing with good results. The customer ran qc with results within specification. The customer confirmed there were no further issue after the gear pump replacement.